Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after simultaneously changing the infusion set and cgm sensor and placing the infusion set in an area with scar tissue, which impeded insulin absorption; no occlusion alarm occurred, and glucose peaked at 400 mg/dl for approximately 2.5 hours before normalizing after moving the infusion site and resuming delivery. Symptoms included elevated blood glucose. Outcomes included transient interference with activities of daily living and the need for device-related guidance and supply support. Investigation included technical support review, troubleshooting, and user education. Investigation of this case revealed user-site selection contributed to poor absorption, with device function not contradicted by the reported absence of occlusion alarms and resolution after site change. It was concluded that the event was consistent with hyperglycemia due to infusion-site issues, with no device malfunction confirmed; replacement supplies were provided and education was completed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.